Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown head p/n unknown l/n unknown. The event occurred in (B)(6). Multiple MDR reports were filled for this event, please see associated report: 0001822565-2017-08628. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a liner and femoral head revision to address aseptic persistent hip pain. No further information has been made available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.